Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the product inspection record of the product with the involved product code. No other similar report of the product with the involved product code/lot number was found in the past. [Product structure and mechanism of occurrence] - this product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the proximal end. If the stent is released while the sliding part of delivery catheter is trapped, the sliding part will be hindered from being moved at the proximal side, only the release wire is to be wound, compressive force is applied to the proximal shaft, which is located outside the patient's body and waviness is occurs. Furthermore, when the force trapping the sliding part is greater than the force pulling the sliding part toward the proximal side, a force pushing out the inner shaft works, and the inner shaft (contrast marker) advances. As a result, the stent deployed from the sliding part is pushed out by the proximal marker on the inner shaft, compressive force is applied, and it contracts (shortens). These events may be prevented by properly holding the catheter. Regarding the cause of this case, following factor was inferred. However, since the actual device was not returned, it was not possible to clarify the cause of occurrence. While releasing the stent, the sliding part of actual device (the section where the stent was mounted) was trapped by some hard object (e.g., calcified lesion), preventing the sliding part from being pulled toward the proximal side. At that time, due to insufficient hold on the delivery catheter, compressive force was applied to the shaft located outside the patient's body, causing it to wave. Since the sliding part was hindered from being moved at the proximal side, a force pushing out the inner shaft worked, and the inner shaft (contrast marker) advanced. At that time, the stent deployed was pushed out by the proximal marker on the inner shaft, compressive force was applied, and the stent contracted (shortened). Relevant instructions for use (IFU) reference: "directions for use 3-6 to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft."

Event description:
The user facility that the involved device was used during the sfa-evt case. After pre-dilation of the lesion, the device was delivered, aligned, and the stent was deployed per the standard procedure. Although the shaft was not pulled or otherwise manipulated when the stent was deployed, it was confirmed that the stent shortened during deployment. For the lesion that could not be covered due to stent shortening, an alternative device was used, and the procedure was completed successfully. For the lesion that could not be covered due to stent shortening, an alternative device was used. The procedure was completed successfully. There was no reported harm.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the product inspection record of the product with the involved product code. No other similar report of the product with the involved product code/lot number was found in the past. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).